Event description:
It was reported that the during interrogation the device stopped pacing.

Manufacturer narrative:
Unknown electrical measurements found incorrect pacing rate, sensing anomalies, and measured data anomalies. The hybrid manufacturer was unable to reproduce the anomalies at the hybrid level, therefore the reason for the anomalies could not be determined.